Event description:
It was reported at the 30th annual meeting of the (B)(6) society for neuroendovascular therapy, a case of coil embolization with a stent (subject device) where an asymptomatic cerebral hemorrhage occurred after the operation. The middle cerebral artery (mca) appeared to become straighter after stent deployment, and a bleed was noted from the penetrating branch of the mca. No additional treatments were performed. The patient had no symptoms or after effects.

Event description:
It was reported at the 30th annual meeting of the (B)(6) society for neuroendovascular therapy, a case of coil embolization with a stent (subject device) where an asymptomatic cerebral hemorrhage occurred after the operation. The middle cerebral artery (mca) appeared to become straighter after stent deployment, and a bleed was noted from the penetrating branch of the mca. No additional treatments were performed. The patient had no symptoms or after effects.

Manufacturer narrative:
The subject device remains implanted.

Manufacturer narrative:
Reporting contact - corrected data. Additional mfg narrative: the subject device was not returned; therefore, an analysis could not be performed. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.